Manufacturer narrative:
The liquid embolic material was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. This event is linked with: 2029214-2018-00371. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a liquid embolization of arteriovenous malformation(avm), the apollo was reported to have a rupture proximally to the detachable tip. There was no other noted damaged to the catheter. There was resistance when the apollo was delivered. The injection rate was 0.05ml/min. The devices were reported to have been used per the IFU. The anatomy was normal. No patient injury occurred. Onyx did exit the rupture; however, the onyx did not get embed into an unintended location. The dead space of the catheter filled was with the dmso prior to the onyx injection. There was no resistance when the dmso was injected. There was resistance when the onyx was injected. The onyx was injected one minute after removing the vial from the shaker.